Manufacturer narrative:
The investigation for the hemolysis and the access site bleed has been completed. The impella device was not returned for evaluation. Data logs were reviewed and no positioning alarms, motor current spike or suction issue were found. Placement signals were trending down during the event of hemolysis. Clinical details state that urine output appeared to be darker red and red frothy fluid accumulated in lungs and congested, lasix was administered. Bleeding at access site was around repositioning sheath unit and angiomax had been used to anticoagulate and act was higher than 400 during bleeding. The cause of the access site bleeding issue was due to anticoagulation management related with high patient act values greater than 400 observed during bleeding per clinical. The cause of the hemolysis issue was most likely patient condition related per clinical and log review. The instructions for use states ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected low s or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. It also states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 33 year old male on an impella cp for mechanical circulatory support. It was reported that there was bleeding around repositioning. Staff performed an angle match, manual pressure was held, and femstop was applied. During insertion, the impella was initially deep and slack was removed. During this time, the patient had no urine output. As a result, lasix was administered and the urine appeared pink and slowly grew darker red. Angiomax had been used to anticoagulate and the activated clotting time (act) was higher than 400.

Event description:
The patient experienced intermittent ventricular tachycardia, which resolved following the physician's adjustments to the pump position and the removal of slack.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2024-09019 was provided in sections b5, b7, d6a, d6b, h1, h6. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.